Event description:
It was reported that pump malfunction occurred, showing malfunction alarm with code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer did not have backup insulin method available and did not require help from a third party, while technical support advised always having backup method, provided instructions to reset pump. Technical support assisted the caller in resetting the pump, and malfunction did not recur thereafter. The customer was advised to continue using the pump.